Event description:
A customer reported a pt expired while undergoing treatment on a prisma machine. Gambro's clinical investigator contacted the hosp to further investigate this event. The hospital's risk mgr declined to provide gambro any info related to this event.

Manufacturer narrative:
The customer was renting two prisma machines ((B)(4)) from a third party rental company. They were returned to the rental company and were subsequently inspected by a gambro technical svc rep. The gambro rep was unable to duplicate the reported condition. He tested all pressure transducers, checked all pump rotors, verified the function of the heparin pump, and performed a simulated treatment on each machine. He determined the machines met the MFR's specs and authorized the return of the machines to clinical use. The reported event occurred on one of the prisma machines inspected. Both prisma machines were returned to the hosp on (B)(6) 2012, at the request of the hosp quality dept.